Event description:
Pt reported concerns with delivering a bolus with her infusion device. Pt stated on (B)(6) 2011, she noticed her blood glucose levels were increasing around 360 mg/dl after dinner, but even after delivering a bolus. Pt reported, her doctor suggested she daily multi-injection therapy with which her blood glucose levels returned to normal. Pt's normal blood glucose level is 80-200 mg/dl. Pt stated, she normally delivers 3.5 units or 4.0 units of insulin, she increased it to 7.0 units of insulin, but her blood glucose level remained elevated. Pt reported, she went into ketoacidosis but actually her health conditions are good. Pt is currently using a backup infusion device. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.